Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported an inability to adequately ventilate in pressure mode during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.